Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem would not power on. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (B)(4) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement charger/modem.